Manufacturer narrative:
The customer's allegation was confirmed. The device evaluation found in the mid-section of the fiber the device was confirmed to have a fiber kink/damage. Based on the results of the investigation, there are multiple possible causes including the handling of the device during the unpackaging process/ removal from the protective coil and during the preparation for use, possible handling of the device during the packaging of the fiber into the protective coil. The probable cause for this failure could not be clearly determined. A definitive root cause cannot be identified. A device history review revealed no issues that could have caused or contributed to the reported issue. Olympus will continue to monitor the field performance of this device. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the surgical laser fiber was broken when it came out of the package. The fiber was never used. The issue was found during receipt inspection of the device for a therapeutic lithotripsy which was completed using a similar device. There were no reports of patient harm.